Event description:
The ceramic liner broke on impaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The ceramic liner broke on impaction. Doe (B)(6)2014 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found one other reported incident against the provided product/lot combination. However like this case no products were returned and the only investigation that could be carried out was a review of the manufacturing records. A review of the manufacturing records identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.